Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error and no delivery. The patient's blood glucose level was 182 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. Customer was advised to rewind pump, reinsert the reservoir into pump and run manual prime to at least 5.0 units. The customer states the insulin did exit the tubing. The insulin pump started working as designed. The customer stated that they experienced low blood glucose and blacked out for a small period of time. The customer was not hospitalized and did not provide their blood glucose value at the time of the incident. The customer did not mention any form of treatment for their blood glucose levels. The customer did not return the product back for analysis.